Event description:
Customer reported being hospitalized due to high blood glucose levels and dka, experiencing symptoms of vomiting. Customer has been receiving "no delivery" alarms and getting bent cannulas. Troubleshooting was done and per customer's request pump is returning for analysis.